Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure thrombosis occurred. The target lesion was located in the mildly calcified, mildly tortuous lad (left anterior descending). A 3.0x24mm promus premier stent was placed and was noted to be well position and well apposed. However, the stent occluded with a clot at the end of the case. Two additional promus premier stents (3.5x20mm at the distal end of the stent and a 2.75x12mm more distally). One day post procedure, the patient was doing fine and ready for release. The patient was not noted to be resistant to antiplatelet medications.